Manufacturer narrative:
There is a temporal relationship between pd therapy on the liberty select cycler with cycler set and the patient abdominal pain and diagnosis of peritonitis. However, there is no documentation in the complaint file to show a causal relationship between the peritonitis and the liberty select cycler or cycler set. Additionally, there is no allegation of a machine malfunction or cassette leak reported for this event. It is unknown if the patient followed proper aseptic technique when setting up supplies for ccpd therapy. Coagulase-negative staphylococcus peritonitis is a well-established cause of peritonitis. Based on the available information the cause of the peritonitis is not confirmed. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A patient on continuous cycling peritoneal dialysis (ccpd) for renal replacement therapy (rrt) contacted technical support to inquire how to cancel a treatment. The patient was experiencing stomach pain which they attributed to something they ate. The patient was instructed on how to cancel the treatment and advised to contact their peritoneal dialysis registered nurse (pdrn). Additional information was obtained through follow up with the pdrn. The patient was advised by the pdrn to go to the emergency room as it sounded like the patient had peritonitis. The patient refused and was seen at the pd clinic. The patient presented with abdominal pain and cloudy effluent. The patient was diagnosed with peritonitis and started on oral antibiotics (type, dose, strength, frequency and duration unknown). The pd effluent culture was (B)(6) for (B)(6) (unknown species). The patient continues to complete ccpd therapy on the liberty select cycler during recovery. The cause of the peritonitis is unknown.

Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.